Event description:
Following the generator test, the compressor for the ventilator blew a fuse. The blown fuse resulted in the ventilator alarming high fi02. The alarm for high fi02 was triggered because without the compressor the ventilator can only deliver 100% fi02, which is higher than the set fi02. The respiratory therapist was notified by the rn that the ventilator was alarming. The respiratory therapist quickly arrived to the patient room and assessed the issue. The respiratory replaced the ventilator with a new ventilator. No harm occurred to the patient.